Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead, measuring four ohms. Technical services (ts) recommended programming options, a chest x-ray, and defibrillation threshold (dft) testing to evaluate this device system. A chest x-ray was performed, and no anomalies were identified. It was noted that the patient with this device system will continue to be monitored. No adverse patient effects were reported. This crt-d remains in service.